Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during inserting a dynamic hip screw (dhs) screw, the thread at the tip of the instrument broke and was left in the implanted dhs screw. There were no reports of patient harm or of a surgical delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: our investigation of this instrument has shown that the threaded tip is broken off as complaint. It is not possible to determine what caused this type of damage, we can only suppose that too much applied mechanical force caused this damage. One of the other reasons for the breakage may have been insufficient connection with the inserter. If the connection is not tight, the forces while hammering may cause the breakage of the threaded tip. The tip is fragile due to the nature of the design so needs to be handled with care. The device history record for this article and lot number was reviewed and it was manufactured according to specifications in june 2014 with no issues or deviations during the process. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.